Event description:
The aquamantys 2.3 bipolar sealer was utilized during a instrumented, multi-level posterior thoracic/cervical fusion procedure post-trauma. Before the procedure was completed but not while the device was being utilized, the pt experienced hypotension and was turned from the prone to supine position. Cardiopulmonary resuscitation was performed unsuccessfully and the pt expired. The physician reported the cause as a pulmonary embolus to the medtronic advanced energy account manager.

Manufacturer narrative:
Written and verbal correspondence with user facility to obtain add'l info from healthcare professional at the user facility. After two attempts, no feedback has yet to be received beyond the initial report of the event.